Event description:
It was reported that during a da vinci low anterior resection procedure, the customer noted that the vessel sealing instrument would not cut. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode, due to the damge to the instrument's snake wrist. The damage prevented failure analysis from inserting instrument into the cannula. An additional observation not reported by site was that the instrument snake wrist was dislodged as a result can not be inserted into cannula. No other damage was found. Failure analysis investigation concluded that damage was likely due to mishandling.